Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
The customer reported the occurrence of a carbon dioxide (co2) rebreathing risk alarm during performance verification testing. There was no patient involvement. The customer is looking to replace the flow sensor assembly to address the problem.

Manufacturer narrative:
G4: 08jun2020, b4: 09jun2020. The customer reported to have replaced the blower to address the problem and the unit ran for 4 nights without issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.